Event description:
Attorney reported: in 2003- the patient underwent an abdominal exploration procedure with excision of the hernia sac and repair of a ventral hernia with placement of a kugel mesh patch. In 2008-the patient presented to the hospital with complaints of progressive burning pain and discomfort around the mesh patch and abdominal bloating. Due to the persistent pain the patient underwent removal of the mesh patch. During the procedure, the mesh was carefully dissected and it was noted that one portion of the patch appeared to be broken. Because of the defective mesh patch and all the medical visits and surgeries it necessitated, the patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.